Event description:
Lead (ra and rv) removal case in which attempts were made first to remove a lead from the right atrium using a 14f glidelight device, an 11f tightrail device and an lld. The physician pulled slow traction on the lead until the lead came free. Within 30 seconds of the lead popping free, the anesthesiologist identified an effusion on tee in the ra, and a hole was discovered in the ra. Rescue efforts commenced immediately and the tear was repaired, along with removal of the remaining right ventricle lead. The patient survived the procedure.